Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had adaptive stimulation. The patient stated that they had made an adjustment on setting one on (B)(6) 2020 and increased the stimulation to 6.0v. The patient stated that they had moved and did not feel the stimulation. The patient stated that they had checked the settings and stated that it changed back to 0.0v. Patient services reviewed how to save the settings with adaptive stimulation. The patient called back the same day stating that they went though the set-up process for the laying down position and programmed it for 6.0. They then stated that when they sat up then laid down again the intensity showed as 0 again. Patient services had the patient check the position during the call and they confirmed that the laying down position showed it was programmed at 6.0 intensity. Patient services had the patient sit up then lay down again and then check the intensity once again. The patient checked it and stated that the laying down intensity was at 6.0 and not 0.0, so the programmed intensity did work. The patient asked if the positional intensity was different for each of their groups (a, b, c). Patient services reviewed adaptive stimulation information with the patient. The patient also repeated that they were disappointed and indicated that the device had not helped much with their pain and therefore they had not really been using the ins much. It was indicated that this occurred since implant. They also noted that they would get unexpected high pulsations. No further complications were reported/anticipated.